Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the product development event evaluation showed for part 309.068 there were (B)(4) complaints reported from (B)(4) 2010 to (B)(4) 2012 and we sold (B)(4) pieces including the assembly part, 309.065. The information contained in this report is insufficient to determine the actual cause of breakage. It was probably misuse, hitting the broken 324.033 when drilling. Part 324.033: there have been (B)(4) complaints reported from (B)(4) 2010 to (B)(4) 2012 and we sold (B)(4) pieces of plates. The information contained in this report is insufficient to determine the actual cause of breakage. It was probably misuse, too much bending load when compressing plate/aiming arm assembly to the bone. The design of both instruments were reviewed and determined to meet the intended use. This complaint is invalid. (B)(4). Placeholder.

Event description:
It was reported that during an orif of distal femur procedure, the resident was tightening the liss plate, and using the push-pull reduction device, and a portion of the device broke into the femur. Surgeon then used the hollow reamer from the screw removal set to make a hole to retrieve the broken part of the push-pull device from the bone. Some of the serrated tips of the hollow reamer broke into the bone. The surgeon was able to remove the broken part of the device, but it is unknown if all fragments of the hollow reamer were retrieved. The surgeon inserted another screw into the hole to secure the plate and was able to complete the procedure. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that tip was broken off as complained. The relevant dimension were checked and found within the specification. The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. This complaint was deemed invalid from a manufacturing standpoint.